Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, a patient underwent a hardware removal surgery of variable angle (va) hand system. It is unknown why the patient was having the implants removed. When the surgeon tried to remove an unknown locking screw from an unknown plate, the screw head was stripped and could not be removed. The surgery was completed without removing the screw. There was no adverse consequence to the patient. Concomitant devices reported: plate (part/lot unknown, quantity 1); drill bit (part/lot unknown, quantity 1). This report is for an unknown locking screw. This is report 1 of 1 for (B)(4).